Event description:
The ortho summit processor instrument dispense module was reportedly dispensing reagent between the microwells and not into the microwells. No death or serious injury was associated with this incident.